Manufacturer narrative:
The lens was inserted and removed. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that during implantation of an aab00 18.0 diopter intraocular lens (iol), the patient's posterior capsule tore so the physician removed the lens. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 7/19/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. The lens was evaluated using a microscope under 10x magnification. No defects were observed only viscoelastic residues were observed. The customer's reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints for this production order were received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: in the initial MDR, outcomes attributed to adverse events required intervention should have been selected versus other. The following section has been updated accordingly: outcomes attributed to adverse event: required intervention. Additional information: additional information received reported that a capsular tear occurred after implantation. There was also an incision enlargement to remove the lens, but no vitrectomy was performed and no sutures were used. Furthermore, the replacement lens is unknown. The patient is a female with (B)(6), and is doing very well post-operatively. In addition, the surgeon was dr. (B)(6) and the date of occurrence was (B)(6) 2017. No additional information was provided. (B)(6). Gender/sex: female. (B)(6). (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.